Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps stopped working and had to be replaced. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no functional issues with the instrument, no issues with cautery, no physical damage to the distal end, no fragments fell inside the patient's anatomy, and no injuries to the patient. The procedure was completed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.